Manufacturer narrative:
(B)(4). Investigation summary: three mz5303 samples were received for investigation with opened packages from lot 20065733, the protective caps were in place. Further information provided by the customer indicates that the connection between the maxzero and the male luer of a terumo product was not secure. A visual inspection of the samples did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by connecting each sample to a 10ml bd luer slip syringe and to a 50ml bd plastipak luer lock syringe from retained stock, and flushing with fluid; each of the connections between the syringes and the received samples were secure and no inadvertent disconnection was observed during testing. Furthermore, the male luer component of each sample was connected to a three-way tap from retained stock; the connection was secure in each instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20065733 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5303 set in the past 12 months. Root cause description: it was not possible to confirm the root cause of the customer's experience in this instance. There were no issues identified during testing of the returned products and it was not possible to identify any manufacturing defects that could have caused or contributed to the customers experience. In this instance the connecting product in clinical use at the time of the incident was not available for investigation; therefore it was not possible to confirm if this may have contributed to the reported issue. Rationale: in this instance, it was not possible to confirm the customer's experience; therefore there was no new product information on which to base a sa.

Event description:
It was reported that pressure rated ext set, IV connector had connection issues. This occurred on 3 occasions. The following information was provided by the initial reporter: mz5303 was connected to terumo's infusion set but the connection became loose.